Manufacturer narrative:
Device investigation narrative - one shelf carton, patient labels (2) and white foil pouch for a biorci-ha 7x30mm screw were returned for evaluation. Screw was not returned prohibiting any visual or dimensional evaluation. Although the screw was not returned clinical details were provided confirming that no starter was utilized and that a ¿biosure screw driver¿ was used to insert the screw. Per the device IFU 1061039 under warnings: the starter must be utilized with the biorci¿ha screws to minimize screw breakage during insertion¿. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion the body of the anchor fractured. All pieces were removed from the patient. A backup device was available to complete the procedure following a 10 minute delay. No patient impact was reported.